Event description:
Date: (B) (6) 2010, inratio: 1.8; date: (B) (6) 2010, inratio: 2.7. Pt's coumadin dose was changed (B) (6) 2010 from 5mg to 7.5mg.

Manufacturer narrative:
Inratio precision data provided by end-user: lot #221727. Date: (B) (6) 2010, 1st inr: 1.8, 2nd inr: 2.7, mean: 2.25, sd: 0.636, %cv: 28.28. Since %cv is more than 20%, the test failed the criteria for precision. No product is expected to return, retain testing on lot #221727 will be performed. Results for retain testing on strip lot# 221727 from a previous case performed on (B) (6) 2010 as follows: therapeutic donor testing yielded valid inr results for lot# 221727: 3.2 inr; 2.7 inr, mean: 2.93, sd: 0.251, %cv: 8.58; 2.9 inr. Results from sample testing pass criteria for precision testing, with a yielded %cv of 8.58. Product deficiency not established. Conclusion: data analysis of cv% calculation from comparison test data provided by end-user revealed precision criteria was not met. Follow-up comparison data could not be used in data analysis for timing between inratio test and reference test was greater than 3 hours and discrepancies were likely due to changes in the status of the pt. No product is expected to be returned. Retain strip deficiency was not established. There is insufficient info to determine the root cause. As of (B) (6) 2010, 11 discrepant result complaints were reported for lot# 221727 yielding a complaint rate of 0.003%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. Corrective action not required at this time.